Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous superior mesenteric artery (sma). A 20f unspecified introducer sheath was inserted to the inguinal region and a 6f unspecified introducer sheath was inserted to the left brachial artery for angiography. An unspecified non-bsc stent was deployed in the descending aorta. Angiography was performed and vessel dissection was confirmed in the sma. A 018 thruway¿ guide wire was advanced via left brachial to the sma using an unspecified non-bsc micro catheter. A 5.0mmx19mmx150cm express¿ vascular sd stent delivery system (sds) was selected and advanced to treat the target lesion; however the device stopped in the middle of the previously deployed stent and in the sma. The physician pulled the sds; however it would not move inside the patient's body. The guidewire was then removed by manipulation. When the sds was removed, it was noted that the shaft of the device was stretched at 10 cm from the distal tip and while pulling the device, the shaft was detached. The device was able to be snared and was successfully removed via the inguinal region. After an unspecified guidewire was re-advanced to the target lesion, a 6x18x150mm express sd stent was deployed and the procedure was completed. No further patient complications were reported and the patient's status was good.